Manufacturer narrative:
Exemption number e2017014. (B)(4) is submitting the report on behalf of siemens healthcare (B)(4) (manufacturer). The system will be checked by a siemens service engineer. Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a patient was told by her urologist that she received "radiation" burns on her bladder. The patient had a routine MRI of the pelvis using a body coil on the magnetom aera system. The facility where the exam occurred informed the patient that mris do not emit radiation. When the patient spoke to her urologist again, the urologist then redacted his statement that she had "radiation burns." We are unaware of any further impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the reported issue does not indicate a system failure or malfunction and no non-conformity was identified. It was reported to siemens that a patient was told by her urologist that she received "radiation" burns on her bladder. The patient had a routine MRI of the pelvis using a body coil on the magnetom aera system. The facility where the exam occurred informed the patient that mris do not emit radiation. When the patient spoke to her urologist again, the urologist then redacted his statement that she had "radiation burns." There was no injury associated with this issue and the customer confirmed that the incident was based on an incorrect statement by the urologist. Furthermore, there is no information that the mr system is responsible for the red stripes in the patient's bladder seen by the urologist. Therefore, the manufacturer is not considering any furthers actions at this time as the system works as specified.